Event description:
After an implantation period of approx. 11 months, it was reported that the patient was sent to surgery because of a possible myocardium perforation in rv.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead and on the returned stylet. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the explantation procedure. The visual inspection revealed a radial abrasion of the steroid collar. However these damages are not assumed to be the root cause for the observed dislodgements. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgements. The analysis of the provided radiograph could neither confirm or deny the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.